Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. Tissue and charred blood were observed on the heating element. The heating wire appeared to be slightly bent at the center of the hot jaw, but remained attached to the tip and the base of the jaws. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply level 3.0 the device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. The device would not activate with manipulation of the toggle switch. Based on the results of the evaluation, the reported complaint is confirmed for the reported failure mode "failure to deliver energy" as well as the analyzed failure mode "bent wire" . Specific actions for the reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.